Manufacturer narrative:
(B) (4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that two days after the catheter was inserted in a (B) (6) pt, 2cm of the catheter tip came off. The clinician reported the polyurethane part of the catheter was left inside the pt and the stainless coil was stretched. The clinician also reported that the body movement and having been pulled forcibly by the pt was likely the cause of this occurrence. So far, no damage to the patients' health was reported.